Manufacturer narrative:
Review of the product history records indicates the products were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that surgeon performed a revision on patient's left hip due to disassociation and dislocation. Primary implant took place in 2008.

Manufacturer narrative:
An event regarding disassociation and dislocation involving a accolade stem was reported. The event of disassociation was confirmed. Device evaluation and results: device was not returned however explanted images are provide which indicated that blood stains and dark material on the metal head. See attached images. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review but indicated that x-ray confirms disassociation and photos confirm trunnion deformity. Further information such as primary & revision operative report, histopathology, and examination of explanted components are needed for completion of the assesment. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: it was reported that patient's had a left hip revision due to disassociation and dislocation. The provided medical information was submitted to a consulting clinician who confirmed disassociation and trunnion deformity. Further information such as patient demographics, primary and revision operative reports, past/clinical medical history, and examination of explanted components are needed to determine the root cause. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
It was reported that surgeon performed a revision on patient's left hip due to disassociation and dislocation. Primary implant took place in 2008.